Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s))") and device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated, removal date, lot no, new events fallopian tube perforation, vaginal haemorrhage and menorrhagia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s))") and uterine perforation ("perforation (uterus) / migration of essure device/migration of essure device (uterus)") in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, c-section, dysmenorrhoea and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("other injury(ies) or complication (s) (uterine fibroid)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine perforation, pelvic pain, dysmenorrhoea and uterine leiomyoma had not resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral proximal tubal occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s))"), uterine perforation ("perforation (uterus) / migration of essure device/migration of essure device (uterus)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho novum 777 from january 2007 to january 2008. Concurrent conditions included uterine fibroid, c-section, dysmenorrhoea, pelvic adhesions, weight gain since july 2016 and bronchitis. Concomitant products included alprazolam since january 2008, sertraline hydrochloride (zoloft) since january 2008 and venlafaxine hydrochloride (effexor) since january 2008 for anxiety as well as drospirenone;ethinylestradiol betadex clathrate (yaz) from may 2009 to august 2009, medroxyprogesterone acetate (depo provera) from (B)(6)2009 to (B)(6)2009 and paracetamol (acetaminophen) from may 2009 to january 2013. On (B)(6)2009, the patient had essure inserted. In may 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 3 years 3 months after insertion of essure. In may 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In may 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) (uterine fibroid)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety and mental anguish") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (ablation, hysterectomy full and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, menstrual disorder, anxiety and abdominal pain outcome was unknown, the uterine perforation, dysmenorrhoea and uterine leiomyoma had not resolved and the menorrhagia, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: bilateral proximal tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added from pfs- anxiety and mental anguish, abdominal area pain. Ablation was marked as surgery for event menorrhagia. Outcome of event pelvic pain was updated from not recovered / not resolved to recovered / resolved. Outcome of event vaginal haemorrhage and menorrhagia update from unknown to recovered / resolved. Onset date of event pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea were updated. Historical drug and concomitant drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s))'), uterine perforation ('perforation (uterus) / migration of essure device/migration of essure device (uterus)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho novum 777 from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included weight gain since (B)(6) 2016, uterine fibroid, c-section, dysmenorrhoea, pelvic adhesions and bronchitis. Concomitant products included alprazolam since (B)(6) 2008, sertraline hydrochloride (zoloft) since (B)(6) 2008 and venlafaxine hydrochloride (effexor) since (B)(6) 2008 for anxiety as well as drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 3 years 3 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) (uterine fibroid)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety and mental anguish/ psych injury"), abdominal pain ("abdominal area pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (ablation, hysterectomy full and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menstrual disorder, anxiety, abdominal pain and post procedural complication outcome was unknown and the uterine leiomyoma had not resolved. The reporter considered abdominal pain, anxiety, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral proximal tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication. Event outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s))") and uterine perforation ("perforation (uterus) / migration of essure device/migration of essure device (uterus)") in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, c-section, dysmenorrhoea and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain, pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("other injury(ies) or complication (s) (uterine fibroid)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the uterine perforation, pelvic pain, dysmenorrhoea and uterine leiomyoma had not resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral proximal tubal occlusion. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff's fact sheet received. Events per pfs: dysmenorrhea (cramping), perforation (uterus), other injury(ies) or complication (s) (uterine fibroid) were added, outcome of the events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube(s))'), uterine perforation ('perforation (uterus) / migration of essure device/migration of essure device (uterus)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho novum 777 from (B)(6) 2007 to (B)(6) 2008. Concurrent conditions included weight gain since (B)(6) 2016, uterine fibroid, c-section, dysmenorrhoea, pelvic adhesions and bronchitis. Concomitant products included alprazolam since (B)(6) 2008, sertraline hydrochloride (zoloft) since (B)(6) 2008 and venlafaxine hydrochloride (effexor) since (B)(6) 2008 for anxiety as well as drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2009 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain, pain"), 3 years 3 months after insertion of essure. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) (uterine fibroid)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), anxiety ("anxiety and mental anguish/ psych injury"), abdominal pain ("abdominal area pain"), post procedural complication ("post procedural complication") and device dislocation ("device migration"). The patient was treated with surgery (ablation, hysterectomy full and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea had resolved, the menstrual disorder, anxiety, abdominal pain, post procedural complication and device dislocation outcome was unknown and the uterine leiomyoma had not resolved. The reporter considered abdominal pain, anxiety, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral proximal tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "device migration" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy due to complications from essure). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: device was successfully occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.